Event description:
Following an rcx stent procedure, an angio-seal device was placed, and hemostasis was complete and immediate. On ambulation, the pt walked a short distance (50 meters) before claudication was noted. Peripheral angiography showed new high grade stenosis of the common femoral artery. There was enough residual collateral flow that surgery was not attempted. The pt was treated with anticoagulation. On follow-up at four weeks, pt continues with claudication, although it is better than it was acutely. The posterior tibial artery is occluded, but collateral flow remains good. On follow-up on 6/4/97, all symptoms had resolved.